Event description:
This is report 3 of 3 of the same event it was reported that during a middle ear surgery, it was observed that it was "difficult to secure¿ the attachment devices to the motor device. It was further reported that the yellow paint color was ¿cracking and flaking¿ and there was rust on the attachment devices. There was less than a five minute delay to the surgical procedure as the spare motor device and attachment devices were set-up for use. There were no patient or user injuries reported, no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.